Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During the (B)(6) process, the impactor was noted to have debris forming between the connection of the plastic and metal components. It was reported that no failure of the device has occurred during a procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The instrument was discolored from continuous and regular reprocessing, with the metal threaded area heavily tarnished. Indentations and heavy marking were also observed on the ball sphere. Failure of the instrument was likely due to wear and tear during service time.